Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: turbid brown, dark tea-colored fluid encountered, consistent with armd. There was some but really not a significant amount of corrosion material around the inner bore of the femoral head. The trunnion on the femoral stem looked pristine without any damage. Necrotic tissue removed from around the socket, pseudocapsule excised. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 20 years post-implantation, the patient underwent a right hip revision due to metal related pathology. During the revision, corrosion material was noted around the inner bore of the femoral head. A pseudocapsule, necrotic tissue, and a cyst was debrided, which the surgeon attributed to adverse reaction to metal debris. The head was replaced. The stem and cup were retained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item name: m2a 38mm mod hd std nk; item number: 11-173662; lot # 393300. Item name: m2a-38 cup 54mm; item number: rd118854; lot # 395770. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.